Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that they had a revision recently and the ins was moved to ¿a cushier spot¿ in the back because it has been hurting the back since implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient who responded back from the follow up letter sent to them. The patient reported their weight at the time of the event was 175 lbs and indicated their issue resolved after the pocket revision was done.